Event description:
During an office visit, the doctor discovered that the patient received a burn from the charger and treated the area with a burn ointment. Patient admitted to taping the charger to his skinq, instead of using the belt or adhesive patch, as specified in the labeling.